Event description:
The reporter stated the surgeon implanted an 11.5 mm icm115v4 implantable collamer lens in the patient's right eye (od) in 2008. The lens was explanted four days later, due to excessive vaulting. Subsequently, the patient had elevated iop, narrowing of the angle, angle closure and shallowing of the anterior chamber. The patient also had corneal edema. The lens was not exchanged for a shorter lens. The patient's current condition is ok.

Manufacturer narrative:
Secondary surgery, - excessive.